Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device blocked, and insulin delivery therefore stopped, leading to elevated blood glucose levels. The patient checked the error log in the pump and there was no alert stored.